Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Visual analysis of the photographs identified: creases fold. Deformation. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV. Device has been explanted.